Event description:
Procedure: colectomy. Reportedly, the instrument jammed on the tissue. The device was released from the tissue by pulling on the vascular pedicle which tore but the bleeding was controlled by using a bipolar electro-coagulation instrument.